Manufacturer narrative:
Device passed displacement test, rewind, sleep current measurement and active current measurement. Pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer insulin pump had a recurring power error detected alarm. Customer's blood glucose was 104 mg/dl at the time of call. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.